Event description:
Related MFR report: 1627487-2020-04102. It was reported the patient went to the ER due to a burning sensation in various parts of their body and the patient experiencing panic. Subsequently, the patient's scs system was removed.

Event description:
Related MFR report: 1627487-2020-04102.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.